Event description:
During a cataract extraction procedure, the surgeon reported two corneal burns. The corneal burns reported required sutures to close the wound. The surgeon requested the phacoemulsification unit to be checked and test the phaco power that supplies the handpiece. This is one of two reports.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or observe any issues with the operation of the system. The fss ran a full system check out. The fss tested customer¿s handpiece and found it to be within specifications. The fss performed a field service checklist. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.